Event description:
The customer reported to their baxter sales representative that the tubing separated on an interlink 3-lead extension set, product code 2n3341, lot number r09c03074, during use causing a leak and backflow. This occurred in the nicu. The separation caused the medication to leak all over, soaking the bed. The baby did not get all the medication it was suppose to. The actual sample is available. No additional information is available.

Manufacturer narrative:
(B) (4). Evaluation summary: the customer reported condition of "tubing separated during use causing a leak and backflow" was confirmed. The inspection of the device determined the condition was due to the tubing separating from the micro bore bifurcated y-site. During visual inspection, the separation was determined to be caused by insufficient solvent bonding.